Event description:
During cardiac surgery using the cats autotransfusion device, one of the lines to the prc pump came loose (unglued) from the elbow causing blood spillage estimated at about 450 ml. Pt is a male with coronary artery disease who was undergoing a coronary artery bypass procedure when malfunction occurred. Due to loss of blood from device, pt required transfusion of 2 units blood. Surgery was completed successfully.

Manufacturer narrative:
This device is distributed in the united states. The us agent for the product in regards to reporting to the FDA is fresenius hemocare. This disposable will be shipped to the manufacturer. For a thorough investigation. In order to meet the requirements of MDR reporting, this report is being initiated prior to results of the investigation. Will be completed on the follow-up report.